Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 04/15/2015, electrode belt: 01/02/2012.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated on (B)(6) 2019 prior to passing away on the morning of (B)(6) 2019 while wearing the lifevest. It was reported that the patient had passed sometime between 8:05 am and 9:30 am (B)(6) 2019. Per review of the downloaded data, an arrhythmia was detected at 21:42:05 with response button use. The arrhythmia was ventricular tachycardia (vt) at 220 bpm. The lifevest delivered a treatment shock while the patient was in vt at 280 bpm at 21:45:28. The post shock rhythm was sinus bradycardia at 40 bpm with recurrent vf. The lifevest delivered a second treatment shock while the patient was in vf at 21:46:02. The patient's post shock rhythm was vt at 180 bpm with one sinus beat with recurrent vt. The lifevest delivered a third treatment shock while the patient was in nonsustained ventricular tachycardia (nsvt) with on sinus beat. The post shock rhythm was sinus bradycardia at 45 bpm with recurrent vt. The lifevest delivered a fourth treatment shock at 21:47:08 while the patient was in vt at 270 bpm. The post shock rhythm was vt at 180 bpm. The lifevest delivered the fifth and final treatment shock at 21:47:40 while the patient was in vt at 290 bpm. The post shock rhythm was vt at 210 bpm degrading to vf. From 21:47:40 to 22:07:38 the response buttons were pressed intermittently and the patient's vf transitioned to vt at 140 bpm which transitioned to an idioventricular rhythm at 90 bpm. From 22:18:05 until the device shutdown at 3:38:21, the patient was in an idioventricular rhythm at 30 bpm degrading to asystole. The patient's last seen rhythm was asystole. The patient subsequently passed away on the morning of (B)(6) 2019.